Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported discrepant flu b result for 1 symptomatic patient/provider. The provider tested themselves 3 times after recently being exposed to a relative who had tested positive for flu b. The provider communicated that they tested positive for flu a on the first test, positive for flu b on the second, and negative for both flu a/b on the third. It was reported that the provider tested after not properly calibrating the instrument and not passing controls. Each event is captured on a separate report.